Manufacturer narrative:
Concomitant medical products: product ID 37752: serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
No stimulation sensation was reported. The implantable neurostimulator (ins) was turned off by itself five months ago. The patient knew this due to not feeling stimulation. The patient was walked through turning the stimulation back on. Device malfunction, no magnetic reed switch was reported. Impedances checked out fine. The ins battery was at 3.815v. The clinician programmer (8840) interrogation showed recharging for two hours about every 3.5 days and patient charged up to 75% full with four coupling bars. The company representative reported a week later that the cause of the event was never determined. The patient stated that her stimulation would stop working and she would need to call the device manufacturer in order for them to walk her through how to turn it back on. The patient could not remember how they told her to turn it back on and how it could of possibly turned off. The patient could not recall if it has been during charging or if it was when she was manually adjusting her stimulation. The patient was doing fine now. The company representative was able to offer her a new configuration that covered all of her pain pattern. In the office the patient reported effective therapy. If additional information is received, a follow up report will be sent.